Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01ipg, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead was starting to fracture and a polarity switch had occurred. The lead was replaced. No patient complications have been reported as a result of this event.